Event description:
It was reported to boston scientific corporation on november 16, 2018 that a flexiva 200 laser fiber opened for use for a ureteroscopy procedure performed on an unknown date. According to the complainant, the laser fiber was noted to be already broken in the package. The procedure was completed with another flexiva 200 laser fiber. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. Problem code 1069 captures reportable event of fiber broken in package. Investigation results the fiber was returned broken into two pieces. The first piece measured approximately 101.6 cm from the top of the connector to the break. The second piece measured approximately 216.2 cm which includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber opened for use for a ureteroscopy procedure performed on an unknown date. According to the complainant, the laser fiber was noted to be already broken in the package. The procedure was completed with another flexiva 200 laser fiber. There were no reported patient complications as a result of this event.